Event description:
The sjm reported that the pt rec'd a shock due to the lead had migrating to the posterior middle cardiac vein. The lead was successfully repositioned to the right ventricular apex. The system remains implanted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The initial reporting stated, the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported loosening; however, the reported pt large physical stature and possible poor device alignment are possible contributing factors. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.